Event description:
It was reported that malfunction alarm with code 9 occurred on pump, with no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue using pump and call back if issue happened again, which customer acknowledged and understood.